Manufacturer narrative:
The indicated handpiece and ocular viscoelastic device used during initial lens implantation are not qualified for the lens cartridge combination. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. A questionnaire was returned. (B)(4).

Event description:
A surgical technologist reported that approximately 6 weeks after implantation, an intraocular lens (iol) was exchanged due to an unexpected refractive outcome. Additional information was requested.